Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4) on (B)(6) 2021, it was noticed that the h6. Device code of material puncture / hole (a041001) was inadvertently omitted from the 3500a initial MDR, as such, the code has now been added.

Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and electrical evaluation of the returned device. Visual analysis of the returned catheter revealed reddish material inside the pebax and a hole on the surface of the pebax. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. A manufacturing record evaluation was performed for the finished device 30448204m number, and no internal action was found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no electrical issues were verified during product analysis; to minimize ECG noise, the following guidelines should be followed: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. Regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. The reported issue could not be confirmed as the as the device performed without any electrical issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Reddish material could not be related to electrical issue, however, this cannot be conclusively determined. Explanation of codes: investigation findings: no device problem found / investigation conclusions: no problem detected were selected as related to the customer¿s reported noise issue. Investigation findings: mechanical problem identified / investigation conclusions: cause not established / component code: membrane (g04088) were selected as related to the damage to the pebax. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. # pc-(B)(4).

Event description:
A patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole in the pebax during returned product analysis. It was initially reported by the customer that right after ablation there was big noise that occurred at the electrical potentials of 1-2 (only at ablation). ¿earth¿ was obtained and the cable was changed, but the issue continued. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one. The procedure was completed without patient's consequence. The customer¿s reported issue of ¿noise on the electrical potentials¿ is not MDR reportable since the risk to the patient is low. On 3/18/2021, the bwi product analysis lab received the complaint device for evaluation. On 4/7/2021, visual inspection found a reddish material and a hole in pebax. This finding was assessed as an MDR reporable malfunction since the integrity of the device has been compromised.